Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform they received a sensor error message from the adc device. The customer indicated they experienced a "tongue-biting seizure" and received unspecified treatment from a healthcare professional. No additional details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (indicating initial factory state). Visual inspection was performed on the returned sensor tail. No insertion failures were observed. Clinical and historical data logs are empty and contain no valid glucose data which is evidence that user did not activate the sensor. Therefore, issue is not confirmed due to use error. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform they received a sensor error message from the adc device. The customer indicated they experienced a "tongue-biting seizure" and received unspecified treatment from a healthcare professional. No additional details were provided. There was no report of death or permanent injury associated with this event.